Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medium large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the customer reported complaint. Failure analysis found the primary failure to be related to the customer reported complaint. The medium-large clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and failed. The clip did not release onto the plastic test tubing. This failure was attributed to a component failure. The following additional findings were identified during evaluation: the medium-large clip applier instrument was found to have a loose cable at the distal end. As a result, the instrument failed the clip test. The instrument was found to have multiple hairline cracks on input shafts #6 and #7. As a result the instrument grip cables became loose. Improper cleaning during reprocessing most commonly causes this failure. The root cause of this failure is attributed to mishandling/misuse. A review of the instrument log for the medium-large clip applier (470230-12/n102007200101) associated with this event has been performed. Per logs, the medium-large clip applier was last used on (B)(6) 2021 on system (B)(4). The instrument had 62 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. Based on the information provided at this time, this complaint is being reported based on the customer-reported issue, because a clip applier instrument failed to fully latch a clip closed or incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier instrument would not close to apply the clip and had a loose cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.